Manufacturer narrative:
Samples were collected in lithium heparin tubes and centrifuged at 3000g for 10 minutes. Qc is performed twice daily. A field service engineer (fse) was on-site. No issues were observed with qc, calibrations or system checks; however, service findings were not supplied to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system. The initial accutni result for the patient sample was 1.426ng/ml. The reflex result for this sample was 0.020ng/ml. The sample was then aliquoted and respun and re-tested upon which it gave a result of 0.033ng/ml. The erroneous result was reported outside of the laboratory.. There was no effect to patient or user with regard to this event.